Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for spinal pain. It was reported that the patient had a magnetic resonance imaging (MRI) that was not related to their device/therapy about an hour ago and the pump was still alarming. They called their healthcare provider (hcp) and the clinic took a message and stated the hcp would get back to the patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a healthcare provider (hcp) on 2021-jul-13 indicated the cause of the alarm was the patient used the personal therapy manager (ptm) while the motor was stalled still after the MRI. Regarding actions/interventions take to resolve the pump alarm, it was noted the patient needed to wait to deliver her ptm until a motor stall recovery. The pump alarm was resolved. The pump was working appropriately after recovery. The duration of the motor stall was not provided.